Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 1 mg/ml dilaudid at 0.048 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient was not happy with the pump and wanted it explanted. The patient was happy with the pump for 6 months after the implant and is now unhappy with the therapy. The catheter was checked via dye study and no abnormalities were noted. The pump was functioning as intended. It was reported that the patient was on a fairly high dose. The hcp reported that they want the patient at minimum rate before they explant the pump. The hcp reported that they think the patient is unhappy with the therapy due to psychological issues. The patient was experiencing psychological issues, low back pain, neck problems/conditions, cyst concerns, and pelvic concerns. No further complications were anticipated/reported.